Manufacturer narrative:
The reported failure of testing for act exh purge valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. The device was not reported to be in patient use, and no patient harm or injury was alleged. During evaluation at the manufacturer's service center, the device failed the active exhalation purge valve test step. Investigation determined that replacement of the active exhalation control module (aecm) was required to address the condition. Based on the available information, the reported failure was associated with the active exhalation control module (aecm).